Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused experiencing irritation in the left eye, nose bleeds and headaches. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The patient did not report to receive medical intervention. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Section b3 was corrected for the event date section e1 was corrected for the initial reporter section g3 was corrected for the bad.